Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, creases fold, wear abrasion and deformation. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.